Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons had to be double pressed and response sticky. Customer's blood glucose level was unknown. Customer reported that the unexplained no delivery alarms had to redo site to clear alarms they happen back to back, insulin was not deliver and during bolus insulin delivery press twice to get a response. The insulin pump will not be returned for analysis.